Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter with the original box. The batch number on the returned packaging and device matched the batch number for this complaint. There was blood and contrast in the inflation lumen and the tip was damaged. The device was returned in 2 pieces; the hypotube was broken off 25.5 cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). There were multiple additional hypotube and shaft kinks noted. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 15mm x 3.00mm nc quantum apex balloon catheter was advanced but failed to cross the lesion. The proximal shaft was kinked during pushing the device. The device was removed from the patient. When the device was collected, it got separated at the part where it got kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.